Event description:
Visitor sat in lounge chair next to patient's bedside and was stuck by a needle that was stuck in cushion of the chair. Visitor was sent to ER for treatment. Visitor was treated and released. Improper disposal of needle by unknown party.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: misapplication of device. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.